Event description:
It was reported the control panel arm on an epiq 5g ultrasound system dropped rapidly. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.